Manufacturer narrative:
(B)(4). Returned product consisted of a watchman access sheath (was). The tip of the "was" was damaged. There were numerous kinks throughout the was. There was no evidence of material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID #2134265-2015-02187. Reportable based on analysis completed on 03/20/2015. It was reported that a deployment issue occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. The watchman access system (was) was introduced through difficult venous groin access and guided to the laa as normal. A 21mm watchman ® laa closure device & delivery system (wds) was then introduced into the was. As the physician began deploying the device it felt as though it was 'disconnected' from the core wire. Deployment was stopped and the device was successfully completely retracted. Under fluoroscopy the device appeared connected; however there was something that was preventing the device from being deployed correctly. No sheath kinks were identified under fluoroscopy. The wds was fully withdrawn from the was and it was apparent that the core wire was kinked within the sheath and appeared to be not fully engaged with the implant. A new 21mm device was prepared and introduced, however the same thing happened where the device appeared to be unable to be deployed. Again the wds was withdrawn and it too appeared kinked the same way the first had been. The physician determined there was a problem with the sheath, even though no kinks or damage were detected on fluoro and the pigtail catheter and wires had been able to be used normally. The "was" was withdrawn and the soft distal tip of the sheath had torn partially and was interfering with the distal end of the wds. The "was" was exchanged for a new one. Following this, a third 21mm wds had to be up-sized for a 27mm wds and the final result was adequate. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed the access sheath was kinked.